Manufacturer narrative:
(B)(4). Results: the regulator knob locknut was loose and the knob was difficult to adjust. Conclusions: evaluation of the returned device revealed that the pump max functioned as intended. The pump max was powered on and run for 30 minutes without noticing any issues or abnormal scents. The vacuum pressure could be adjusted using the loose regulator knob. The pump max was powered off, and on again while under vacuum pressure. Only the cooling fan turned on, and a burning smell was observed after a few minutes of operating in this condition. If the pump max is power cycled, the vacuum pump may not be able to turn on again until the vacuum pressure is equalized. Prolonged operation of the pump max while the vacuum pump is not running may cause the supplied energy to be dissipated as heat. This excess heat may result in a burning scent. The reported events suggest that the pump max was power cycled at some point, and the vacuum pressure was not purged. Further evaluation revealed that the regulator knob was loose. If the regulator knob is rotated beyond the intended limit, the washer may lose grip and cause the hex nut to back out. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1-m2 segment of the middle cerebral artery (mca) using a penumbra system aspiration pump max 220v (pump max). During the procedure, after a few minutes of aspiration, the aspiration level became weaker. The pump max felt warm and produced a burning smell. The thrombus was partially aspirated using the pump max. There was no report of an adverse effect to the patient.